Manufacturer narrative:
While the device was not returned to mmdg for evaluation, the initial reporter did send a photograph of the affected device, which mmdg reviewed. The photo did show that segments of the filter material appeared to be caught along the seam of the filter housing. Visual evaluation of the photograph also revealed that the filter membrane had uneven edges. Because the device's lot number could not be obtained, further evaluation has not been possible. The nature of the observed issue indicates that the leak is likely supplier-related.

Event description:
The initial reporter stated that an administration set was leaking and that the set's air filter was stuck in the seam of the filter housing. The initial reporter also stated, "the patient was infusing her medication while in a medical clinic ... In the am when she heard a pop. Then later noticed that the tubing was leaking at the filter set." The user was unable to provide a lot number, an no injury to the patient was reported. (B)(4).